Event description:
Pt was experiencing pain down leg. Original surgery in 1003 was a 2 level spanning l4 to s1 using one bak/l interbody fusion device at each level, 6 st360 screws, 2-6.35mm rods, 6 connectors and 2 transverse connectors. Pt successfully achieved fusion at levels associated with original construct, 15 mos post-op. Surgeon decided to add add'l levels to the construct, l2-l4, to alleviate the new leg pain through stabilization in 2004. Rep described that there appeared to be a "halo" around the s1 screw based on x-rays, on the left side. Surgeon could not confirm the breakage from pictures. During surgery, they explored the s1 region and found the broken screw at s1. Broken distal tip of screw remains in pt. A new 7.5x30mm pedicle screw was implanted laterally to the broken screw at s1. Extended construct to l3 only, due to extra time spent repairing location s1 of the construct (broken screw). As of 2004 there has been no report of pt discomfort/pain/problem as a result of the second surgery.